Event description:
The event occurred on an unspecified date and involved a primary plumset, piggyback, backcheck valve, 2 clave y-sites, secure lock, 103 inch where infusion sets were showing multiple proximal occlusion alarms. There was unknown patient involved and unknown human harm reported.

Manufacturer narrative:
The device has been received. Investigation still pending.

Manufacturer narrative:
A series of pictures were returned showing different types of occlusion alarms as well as the packaging of the affected product. Received one used list #142510489 primary plumset connected to an unknown microclave. No defects or anomalies noted. The set was attached to an ICU medical provided IV bag, primed per packaging directions and a flow test was performed using an ICU plum pump. There were no cassette errors, occlusion alarms or air in line alarms generated and no restrictions in flow were observed. The complaint of occlusion alarm could not be replicated however, can be confirmed based on lot history. The probable cause of the occlusion alarm is related to material variability in cassette diaphragm stiffness which could cause an increase in the frequency of proximal occlusion alarms. The lot history was reviewed, and corrective actions are in process.